Event description:
Haemonetics received a complaint on (B)(6) 2012 for an orthopat device with the description "centrifuge speed error." No pt/operator injury associated.

Manufacturer narrative:
The device was evaluated on (B)(4) 2012 and evidence of fluid ingress was noted. This complaint was then escalated to a higher level review. Damage to electrical components was noted and the power supply and wall vacuum were replaced. The device was upgraded and is ready for use. (B)(4).